Manufacturer narrative:
Occupation is patient/consumer. The test trips were requested for investigation. The customer was sent replacement products. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of a questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022, 7:58 am, the meter result was 6.4 inr. On (B)(6) 2022, 11:00 am, the lab draw result was around 4 inr. On (B)(6) 2022, 11:00 am, the lab draw result was 3.4 inr. On (B)(6) 2022, 10:05 am, the meter result was 4.7 inr. On (B)(6) 2022, 10:00 am, the lab draw result was 3.5. Inr. On (B)(6) 2022, 9:00 am, the meter result was 4.8 inr. Customers therapeutic range is 2.5 inr to 3.5 inr and they test every two weeks.